Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges unit moves on it own resulting in him running into a wall sustaining injury.

Event description:
Customer alleges unit moves on it own resulting in him running into a wall sustaining injury.

Manufacturer narrative:
The provider evaluated the device. The provider could not replicate the issue. Provider evaluated.